Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while preparing the 6f tl jl 4 infiniti, it was found that the entire curved tip section was separated and detached after opening and manually straightening the product. The device did not enter the patient, as breakage was detected during preparation outside the body. The procedure was completed using a different catheter. There was no reported injury as this was found during prep. The device packaging was intact. The device was prepared according to the instructions for use (IFU). The intended procedure was angiographic examination. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, while preparing the 6f tl jl 4 infiniti, it was found that the entire curved tip section was separated and detached after opening and manually straightening the product. The device did not enter the patient, as breakage was detected during preparation outside the body. The procedure was completed using a different catheter. There was no reported injury as this was found during prep. The device packaging was intact. The device was prepared according to the instructions for use (IFU). The intended procedure was angiographic examination. The device will be returned for evaluation.